Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of a shocking sensation at the ipg site, only when the ipg is turned on. The pt has currently turned the stimulation off. The next course of action has not been determined. Follow-up is pending.